Event description:
Complainant alleged that while the device was in manual mode during a routine shift check by a clinician, in order to change the defibrillation energy levels using the main control panel, the user had to depress the energy select button (s) multiple times. The complainant indicated that there was no pt involvement in the reported failure.